Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. Additionally, blood glucose level displayed "high" and was resolved by correction bolus. Customer loaded a new cartridge and continued to use the pump for insulin therapy.